Manufacturer narrative:
Results: the neuron max had an unknown substance on the outside of the catheter shaft. The neuron max was ovalized approximately 66.5 and 81.5 cm from the hub. Conclusions: evaluation of the returned neuron max revealed that the sheath shaft had an unknown substance on it. The unknown substance could not be determined. Also, the hydrophilic coating was present on the catheter shaft. Further evaluation of the returned neuron max revealed that the shaft was ovalized. The ovalization was likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed a "glue like substance" mid way up the shaft the neuron max 6f 088 long sheath (neuron max). The substance was found prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.